Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was unknown. Two days after onset, the patient was hospitalized and began treatment with injection fortum (1 gram, once a day, intraperitoneally) and injection vancomycin (1 gram, every fifth day, intravenously). At the time of this report, the antibiotic treatments were ongoing, the patient remained hospitalized and the patient was not recovered. Dianeal therapies were ongoing. No additional information is available

Manufacturer narrative:
On an unreported date, the patient's fluid was clear and the patient was doing well. At the time of this report, antibiotic treatment was completed and the patient was discharged from the hospital. The patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.